Event description:
It was reported that the patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a 2nd mesh implanted on (B)(6) 2008 because the first one failed.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a sling implantation with concurrent implantation of perigee and apogee slings for incontinence and urethral hypermobility. Due to vaginal pain, dyspareunia and incontinence the sling was revised/removed in 04/08. It was also reported that patient is scheduled for mesh removal surgery on 07/24/2012. No further information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and rectocele.

Event description:
It was reported that following insertion the patient experienced urinary urgency and rectocele.